Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (500 mcg/ml at 50 mcg/day) via an implanted pump. The patient¿s medical history included ovarian cancer and cerebral palsy. The indication for pump use was malignant pain ¿ breast. On (B)(6) 2018 it was reported that the patient had developed pna (pneumonia), coughed real hard, and her wound dehisced exposing the pump. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be the patient¿s coughing. No diagnostics and/or troubleshooting was done. The device system was explanted. The issue was resolved at the time of the report. The patient¿s status was noted to be ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated the patient's weight at the time of the event. No further information was reported.